Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. It was reported that the patient has had issues with the device since implant as the device was hurting and the wound was not healing. It was observed that the stitches had broke open and the device was coming out. This ICD was explanted. No additional adverse patient effects were reported.